Event description:
It was reported that during an aortic grafting treatment procedure, the equalizer balloon was leaking. The balloon was inflated and it was noticed that it was leaking contrast. The procedure was completed with another equalizer balloon with no pt complications. Current pt condition is reported as 'fine'. Further info has been requested about this event.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.